Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, post-paced t-wave oversensing on the ventricular lead was observed on stored egm's. Programming changes were recommended. The patient was stable throughout the device interrogation.